Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with evidence of ingression around the downstream and upstream sensor seals. To test the up, it was ran in user mode and disassembled. The reported "lec 1871" error problem was not duplicated. Running the pump in user mode did not generate any errors. Inside the pump it was seen that there was corrosion around the shorting bar. No debris was found in the pump. The motor, downstream sensor, and rear housing will be replaced as preventative measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1860-error 1861". No reported adverse effect.